Event description:
It was reported from germany that during service and evaluation, it was determined that the battery handpiece device trigger fractured into two pieces, the etching was illegible, failed leak tightness test, trigger was sticky and would not run. It was further determined that the device failed pretests for marking & labeling, leakage test using bubble emission technique, check for sticky triggers and check function of device. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4).